Manufacturer narrative:
Product analysis: analysis was able to confirm the reported damage to the power cord bay door, the handle, and the display bullet hinge covers. Analysis also noted that the keyboard was broken and the display flex was out of specification. The out of specification display flex rendered the manual emergency button inoperable. All damaged and defective parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required repair of the power cord bay door, the handle, and the screen pivot covers. The programmer also required a software update. The programmer was returned for service. No patient complications have been reported as a result of this event.